Manufacturer narrative:
The device was received for evaluation. During functional testing, the reported problem "downstream occlusion" was not reproduced. The functional testing was performed at the customer site by a baxter technician. The device was tested for downstream occlusion sensor testing and it passed the test with 10.16 psi. A review of the event history log revealed "downstream occlusion" messages. A device history review revealed no issues that could have caused or contributed to the reported issue. The reported condition was verified through history log review however no component issue was identified and therefore no device correction is required. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that a spectrum iq infusion pump had downstream failure occurred in the biomedical service department. There was no patient involvement. No additional information is available.